Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the representative inquired why the patient had received a new controller. The patient was complaining about having a 2 hour charge time and the representative noted that the controller was not likely the cause of the patient's concerns. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported it was not working right, patient was constantly having to charge her implant because it "loose" charge really quick. Patient said she went to bed and woke up, her ins already depleted to 60%. Patient stated she had more pain with the implant than the trial, the trial worked great but with her implant, her back had been killing her. Patient services (pss) recommend discussing symptoms with healthcare provider (hcp). Patient said she spoke with representative and reported those issues, rep instructed her to call patient services to replace the controller. Pss the controller likely would not resolve the issue and recommended following up with doctor to have device checked. Patient insisted on replacing the controller. It was noted the patient charged their ins 100% full. It was stated the controller battery would need an additional battery. Patient would be sent out a replacement controller battery. No further complication and no symptoms were reported.

Manufacturer narrative:
Rt. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they couldn't charge the implant and that they were sent a controller and battery but it did not fix the issue. No further complications reported/anticipated.